Event description:
It was reported that the patient presented for an implant procedure. It was noted that there was no low voltage output from the pacemaker following a ventricular lead testing. A back-up pacing was provided until the issue was resolved. It was also noted that there was no radiofrequency (rf) telemetry but was re-established upon re-interrogation. The pacemaker remains implanted and is being monitored. The patient was stable.